Manufacturer narrative:
(B) (4). Surgery. User altered device. The exact date the device was implanted is unknown; however, the device was reported to have been implanted in (B) (6) 2008. The explant date has been requested, but is unknown to boston scientific at this time. The complainant indicated that the device was discarded after removal and will not be returned for evaluation; therefore a failure analysis of the complaint device will not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that on (B) (6) 2010 there was an issue noted with a wallstent biliary stent which had been implanted in (B) (6) 2008. According to the complainant, on (B) (6) 2010, the patient presented to the emergency room at (B) (6) hospital with jaundice. The patient was given a CT scan and MRI. Upon review of the films, it was noted that there was a wallstent biliary stent in the patient¿s common bile duct (cbd). The patient had no malignancies. The patient was taken to the gi lab (B) (6) for further review. The attending physician read the patient's chart and found that over two years ago ((B) (6) 2008) a wallstent biliary partially-covered stent was placed in this patient for a benign stricture at (B) (6) hospital. The patient was told to return in three to four weeks to have the stent removed. Prior to the placement of the stent, the physician's report states that the stent was partially deployed outside the patient and the distal uncovered portion of the stent was cut off. The physician then resheathed the stent and placed the altered stent into the patient's cbd over a wire. The patient did not return three to four weeks later as planned to have the altered stent removed. After reading the patient's chart, the attending physician at (B) (6) performed an endoscopic retrograde cholangiopancreatography (ercp) which revealed that the altered wallstent had occluded. In addition, the proximal end of the stent was now frayed and had partially ingrown into the papilla. The physician at (B) (6) attempted to remove the occlusion using a boston scientific guidewire and extractor balloon. This attempt was unsuccessful. (B) (6) confirmed that there was no malfunction with either the guidewire or extractor balloon. The patient was kept as an inpatient and the physician consulted with other physicians on how to handle the occluded stent. It was decided that the patient should be sent for surgical consult to have the stent removed. The stent was surgically removed with no complications and the patient was discharged from the hospital. The patient's condition post-surgery was reported as ok.